Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Information received from sales rep: per medical biller, patient was advised of recall letter. On (B)(6) 2016 the patient dislocated the right hip. The hospital did a chromium serum and cobalt blood work. The results came back abnormal.

Manufacturer narrative:
An event regarding dislocation involving an trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Information received from sales rep: per medical biller, patient was advised of recall letter. On (B)(6) 2016 the patient dislocated the right hip. The hospital did a chromium serum and cobalt blood work. The results came back abnormal.